Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that three hours after the pump was started, the "valve malfunction" alarm occurred. As a result, the pump was stopped and exchanged. The clinician stated that despite disconnecting the gas, the "bar graph" indicating the amount of gas remaining was activated.